Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) has been auto inflation since the time of surgery. In the initial days, it was thought to be from tissue swelling with the hope that it would diminish with healing. However, now that he is fully healed, he continues to have auto inflation issues. Patient education specialist gave him trouble shooting techniques, in which once the device is fully deflated, the deflation button should be pushed one more time to make sure it is seated properly. The patient said that he has tried this technique but still experiencing auto inflation. The patient will meet with the local representative for consultation. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient met with the physician and they were unable to get the pump to work consistently. A potential revision surgery is being discussed. The warranty policy was requested by the local territory manager.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) has been auto inflating since the time of surgery. It was thought to be from tissue swelling with the hope that it would diminish with healing. However, the issue persisted after the patient healed. Patient education specialist gave him trouble shooting techniques, in which once the device is fully deflated, the deflation button should be pushed one more time to make sure it is seated properly. The patient said that he has tried this technique but is still experiencing auto inflation. The patient met with the physician and they were unable to get the pump to work consistently, it was not cycling well and stayed flat. The patient underwent surgery to replace the pump. There were no patient complications.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) has been auto inflation since the time of surgery. In the initial days, it was thought to be from tissue swelling with the hope that it would diminish with healing. However, now that he is fully healed, he continues to have auto inflation issues. Patient education specialist gave him trouble shooting techniques, in which once the device is fully deflated, the deflation button should be pushed one more time to make sure it is seated properly. The patient said that he has tried this technique but still experiencing auto inflation. The patient will meet with the local representative for consultation. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.